Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to part # 659180 and serial # (B)(6) . Problem statement: customer reported complaint on a facslyric 3l10c instrument - 659180 giving erroneous results with lymphocyte counts. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: this is the only complaint, pr#1734557, related to this issue of the instrument giving erroneous results with lymphocyte counts. Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part # 659180serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of why the customer¿s facslyric instrument was giving erroneous results with lymphocyte counts was due to a dirty optical path with old optical gel. The fse (field service engineer) confirmed the issue after running an abort count rate check which did not pass. The fse cleaned in and out of the flow cell by running sheath fluid through the lines for 30 minutes and wiping it down with ethanol. The flow cell was then refitted into place, optical gel was replaced, and lasers were aligned and optimized. After the repairs, the instrument passed all cs&t bead, pqc and abort count check tests. Furthermore, the fse also ran cd3/8/45/4+trucount assay samples prepared by the customer in their worklist and compared the lymphocyte count against cbc data from the hematology lab results to the same samples run an identical worklist on another facslyric in lab, which the results were comparable to each other. No further issues were found, and the instrument was performing normally. Per event description of (B)(4), the regulatory compliance specialist stated that the customer communicated the false positive results of the lymphocyte counts with the clinician, and the clinician put a halt on patient treatment or diagnosis since the results were not as expected. Because this awareness was alerted early no patient was harmed or injured to false positive nor erroneous results. After the repairs, the instrument was rebooted, tested, and functioning as expected. The safety risk is severe, s4, however there was no impact to patient health or safety.

Event description:
It was reported that there were false positive lymphocyte count results during use with a bd facslyric¿ 3l10c instrument. There was no reported patient impact. The following information was provided by the initial reporter: the customer noticed issues with trucount bead counting, resulting in false positive lymphocyte counts. Results may have been impacted from the 23/jun after new reference settings were created.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were false positive lymphocyte count results during use with a bd facslyric¿ 3l10c instrument. There was no reported patient impact. The following information was provided by the initial reporter: the customer noticed issues with trucount bead counting, resulting in false positive lymphocyte counts. Results may have been impacted from the 23/jun after new reference settings were created.